Event description:
It was reported the health care provider (hcp) implanted the pump and the patient became sick. She had nausea, vomiting, diarrhea, bad dreams, was seeing snakes in her home, had twitches and urine retention. The patient also stated she had a migraine as well, but also reported a history of migraines. The patient stated she was ¿sick of taking¿ 600mg of ms cotin for pain. She had five days and nights of migraines after the pump was implanted. The patient was on the lowest prialt dosage and it was increased once. The medication was taken out of the pump a month prior to this report date and replaced with saline. The patient was told ¿it¿s either prialt or find another doctor¿. The patient was seeking a new pain managing hcp. The pump was used to deliver prialt. (It was noted the patient had previously trailed an external pump with prialt and had same symptoms. See manufacturing number 3007566237-2013-02739).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).